Event description:
The reporter stated the back haptic of a bausch & lomb lens caught in the cartridge/injector and tore while being inserted. The incision was enlarged to remove the lens and another same type lens was implanted. It was the surgeon's opinion that the cause of the iol damage was due to the injector and cartridge.